Manufacturer narrative:
Approximately 9.5 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to hydrocephalus. According to the report, after the surgery the CT scan showed the size of the cerebral ventricle did not change. It was reported, the device was explanted on (B)(6) 2015 as part of the shunt system and replaced with another vp shunt. Reportedly, there was no injury to the patient and the patient is currently under follow up.